Event description:
A pt reported experiencing inaccurate erratic results with a fast take meter. The pt's blood glucose results were 311, 309, 188, 205 and 117 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.